Event description:
The manufacturer received information alleging the trilogy 202 device was not switching on. The device was not in use on a patient at the time of the occurrence. The trilogy 202 device was evaluated by a philips service engineer, and the customer¿s complaint was not confirmed. During the evaluation it was noted that the device was working properly. The root cause isn't confirmed at this time.